Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device was unable to operate on mains power or re-charge the battery, establishing a relationship with the event reported. The root cause was identified as a defective component on the mains power inlet circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that during service evaluation the dc inlet port j1 was found broken therefore the battery cannot be recharged. No case involved.